Event description:
It was reported that during implant, the right ventricular (rv) lead could not be advanced or pulled back through the sheath. The rv lead was pulled extremely hard and was stretched but unable to retract from the sheath. The rv lead integrity was questioned so the rv lead was removed still in the sheath and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and visual summary analysis of the lead indicated stretching. The stylet/guidewire was kinked/buckled, the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend, visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.